Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the report product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 would fire and burn when the button was not pressed. The hospital did not report any patient effects.